Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported transducer (xdcr) fault, low minute volume (ve), high peak inspiratory pressure (pip), and high rate. The customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component found that transducer pt802 was unresponsive to pressure and the output differential voltage of pt802 was out of specification. Transducer pt802 was found to be faulty.